Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet pump restarted on its own, and when the user attempted to announce a meal the device displayed alert 38 indicating consecutive motor stalls; after a restart the pump behaved as if it performed a fresh start and then issued an unable to proceed alert when attempting to rewind the cartridge, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in conjunction with a failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.